Manufacturer narrative:
Device evaluated by MFR.: a guidewire, introducer sheath, pusher wire and coil were returned. A visual examination revealed that no damage was noted to either the introducer sheath or guidewire. The coil was not inside the introducer sheath, it was returned wrapped around the introducer sheath. The coil was noted to be stretched. The pusher was noted to be kinked and stretched. No blood was noted on the fiber bundles of the coil. The core wire of the pusher wire was noted to be broken. During microscopic examination, the interlocking arm of the pusher wire was inspected and no damage noted. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected and no damage noted. The dimensions that could be measured were found to be in specification. The number of fiber bundles recorded was below the assigned specification. The most probable root cause has been determined to be use/user error as the dfu states: "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter microcatheter with one or two radiopaque (ro) tip markers.¿ (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015: it was reported that a coil encountered resistance and was not taking its shape. A 4mm x 8 cm interlock¿ was selected to treat the mildly tortuous gastroduodenal artery. During the procedure, outside the patient, intermittent flush was performed. The coil and pusher wire arms interlocked in the introducer sheath before use. The introducer sheath firmly seated in the hub of the catheter before an attempt was made to advance the coil. Resistance was encountered and the physician removed the coil and advance it out of the sheath, it was noted that the coil was not taking its shape. The physician decided not to use that coil. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed that the number of fiber bundles was below the assigned specification and the core wire of the pusher wire was broken.